Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer's blood glucose was 39 to 51 mg/dl, resulting in multiple seizures where the customer bit a small part of their tongue off and chipped 3 teeth. Customer went to the emergency room and was provided juice; the customer could not recall any other sort of treatment received. Customer was released with no permanent damage and issue resolved on (B)(6) 2025. A pump log review was performed, and it was found that the customer requested and confirmed multiple mobile boluses leading to the decreased bg.